Event description:
The customer's spouse reported via phone call that the customer received a motor error on the insulin pump during priming. The customer's blood glucose level was 176 mg/dl. A motor position encode error alarm was also received, and they were unable to get into the pump, due to repetition of the motor error. It was advised that the insulin pump would be replaced and agreed upon to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.